Event description:
It was reported that the customer was hospitalized with high blood glucose. The customer was having issues with the battery not lasting long. The mother stated that the customer was in another stated and she would have her son call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.